Event description:
The customer reported that the speaker was defective and good faith effort confirmed that it had no sound. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer who confirmed the alleged malfunction. The rse confirmed the unit has reached end of life (eol). As the device has reached end-of-life (eol) status, repair services are no longer supported. The issue was addressed by providing the customer with a contact to replace the whole unit. Based on the results of the analysis, it was determined that the product has no sound malfunction. However, the most probable root cause of the reported issue could not be conclusively determined at this time. A review of the service history for this device confirms the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.